Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 125 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that patient experienced increased spasticity despite dose increases. The event date was unknown. Catheter aspiration via the side port was normal, but injection of saline via the side port was difficult. The catheter was replaced. The patient status was reported as ¿alive ¿ no injury¿. The issue was resolved. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue.

Manufacturer narrative:
Analysis of the catheter found a non-significant anomaly of a tear in the sutureless connector near the guide ring. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.